Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that the day following an index cryoablation procedure involving a polarsheath, bleeding at the puncture point was observed. Compressive bandage was applied and the event has been resolved. No further patient complications were reported.